Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed patients original surgery roughly 18-20 years ago. Patient was implanted with an s-rom stem and femoral head, but had a stryker acetabular component. The patient was beginning to have troubles with dislocation, so the surgeon believed that the stryker cup may need to be repositioned. The surgeon removed the metal head from the stem, and the inside of the head was black from metallosis. It appeared the head was a 28mm head, but no numbers or writing could be read. Once he removed the cup, he decided it would be best to implant a gription sector cup. He reamed to a 60mm acetabular component, and implanted a 60x36mm neutral liner. The surgeon decided that the stem was ok in positioning, performed a few trial reductions with 36mm heads, and chose 36mm +3 11/13 head. The closing process began. Doi: 18-20 years ago; dor: (B)(6) 2019, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.